Event description:
It was reported that during a sigmoidectomy procedure, air leaked continually during use. A 12mm forceps was inserted through the device. The device was used as-is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.